Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensed noise. Pacing inhibition was noted that led to greater than two seconds asystole. The lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that during a recent change out procedure, this lead was verified under fluoroscopy to be the active lead. It is unknown when the lead was changed from being surgically abandoned to active, as the previous procedure from two years ago was verified thru patient records at the hospital. The current procedure was for normal device change out where the cardiac resynchronization therapy defibrillator (crt-d) was found to have previously been programmed to left ventricular (lv) only pacing, thus electrically abandoning the rv lead. At current the rv lead exhibited an invalid threshold measurement which led to loss of capture. Loss of ventricular capture was verified thru the pacing system analyzer (psa). During the current procedure the crt-d was explanted for normal battery depletion and replaced with a cardiac resynchronization therapy pacemaker (crt-p) device. The physician opted to place the pace sense portion of this rv lead into the lv port of the new device and place the chronic lv lead into the rv pace sense port. The device was then programmed to only pace from the rv, thus using the lv lead which was plugged into the rv port, as the rv pace sense lead. It was noted that the defibrillation portion of this rv lead has been surgically abandoned since the patient was down graded to a crt-p. No adverse patient effects were reported as a result of the loss of capture or off label use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.